Event description:
The ceiling lift suffered from reverse spooling, but the nurse had it working again, the biomed department was not informed and continued using the lift. The hospital did not know when the reverse spooling occured. When lifting a patient, the lift stopped working and the patient was stuck in the sling. When the technician opened the lift, the tape gear was unscrewed.